Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via merlin.net with episodes of nsrvo. It was noted the signals appeared to be lead noise, too large to program around. Lead revision was discussed. No symptoms were reported.